Event description:
It was reported that due to broken cylinders the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. It was noted the patient is now doing fine. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Device malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of tool damage consistent with explant damage. Based on the determination that the damage was likely due to explant, it will not be considered a probable cause for this event because it is a secondary failure. The other cylinder had a leak due to wear at a fold with avulsion. This cylinder had broken fabric threads. The pump was not functionally tested due to the cylinder failure. The product analysis confirmed a device malfunction.

Manufacturer narrative:
Device evaluated by MFR: device not returned for evaluation.

Event description:
It was reported that due to broken cylinders the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. It was noted the patient is now doing fine. Should additional information be received a supplemental report will be submitted.